Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. The report of color tone abnormality was not reproduced during testing. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device was shipped according to the specifications. Based on the results of the legal manufacturer's investigation, it is likely the image issue was caused by failure of the image sensor unit, a board inside the video connector, or a problem on the system side. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. Inspection and testing found the video connector was scratched due to physical stress, the light guide lens was scratched due to handling, and the adhesive on the bending section cover was chipped due to deterioration. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported the color tone on the image from the scope was abnormal and flickered purple during an unspecified procedure. The procedure was completed with another similar device. There was no harm or user injury reported due to the event.